Event description:
It was reported that during linear 40cc intra-aortic balloon insertion resistance was encountered while removing the guidewire. Customer informed that there were no difficulties encountered during the insertion of the balloon. However, it was further reported that while attempting to remove the guidewire, resistance was encountered and the guidewire became stuck. No harm.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6).